Manufacturer narrative:
The device was returned to olympus for inspection. The investigation confirmed dust in the device, and the touch panel turned off and restarted. This was likely attributed to the failure of the circuit board. A root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited dust inside the video connector, failure of the circuit board and the touch panel blacked out and restarted. There was no patient involvement.